Event description:
When the devices were used during a low anterior resection; only half of the staple lines were visible. The case was complete using sutures and circular dilating equipment. There was no reported pt consequence.